Manufacturer narrative:
Product complaint # (B)(4), batch # r57c3a. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. The reload was received unfired and with the swing tab in the unlocked position. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Photo evaluation summary: three photos were provided. Picture one shows both halves of a ntlc75 device with a reload loaded. The firing setting can be seen in the blue position. Photo two shows a reload from the bottom view. The swing tab can be seen on half way. It is possible that this condition on the reviewed reload would not allow the device to be fired. Picture three shows the anvil of a device. No damage is noted. Based on the photos alone the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported: would not fire. During the pancreaticoduodenectomy, could not fire when severing the gastric body on the firing. Open the device and noted the anvil is up as attached photo. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.